Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer¿s blood glucose was unknown at the time of incident. The customer stated that they were able to clear the alarms and rewind the insulin pump. Drive support cap appears to be normal. Troubleshooting was performed. The insulin pump will be returned for analysis.